Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the bd sales rep on behalf of the PICC rn that the vision ii ultrasound 20mm linear probe strain relief is torn. The image sent shows exposed cable wires as a result of the physical damage.